Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional armada device is filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a left superficial femoral artery. The 6.0x200 mm armada 35 balloon dilatation catheter (bdc) was advanced without issue to the target lesion. The balloon ruptured at 4 atmospheres during the first inflation. The bdc was remove without issue and another 6.0x200 mm armada 35 bdc was advanced without issue and it also ruptured at 4 atmospheres during the first inflation. An unspecified bdc was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed. The reported balloon rupture was confirmed. The balloon catheter was sent to scanning electron microscopy (sem) for further analysis. Sem results concluded the balloon failure initiation may be attributed to mechanical damage to the outer surface. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.